Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was emitted a tone. Technical services (ts) was consulted and review of available data revealed a high out of range impedance measurement for its non boston scientific right ventricular (rv) lead as the cause for the beeping tone. Ts discussed stored data, with oversensing and noisy signals also noted for the rv lead. Ts discussed troubleshooting options with further in clinic examination recommended. This ICD remains in service. No adverse patient effects were reported. At a later date, this ICD was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was emitted a tone. Technical services (ts) was consulted and review of available data revealed a high out of range impedance measurement for its non-boston scientific right ventricular (rv) lead as the cause for the beeping tone. Ts discussed stored data, with oversensing and noisy signals also noted for the rv lead. Ts discussed troubleshooting options with further in clinic examination recommended. This ICD remains in service. No adverse patient effects were reported. At a later date, this ICD was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was emitted a tone. Technical services (ts) was consulted and review of available data revealed a high out of range impedance measurement for its non boston scientific right ventricular (rv) lead as the cause for the beeping tone. Ts discussed stored data, with oversensing and noisy signals also noted for the rv lead. Ts discussed troubleshooting options with further in clinic examination recommended. This ICD remains in service. No adverse patient effects were reported.